Event description:
A customer reported that the 60-6085-201a, vcare 200a ¿ medium device was being used during hysterectomy procedures on unspecified dates, and "dr. Says the cup has fallen off before.". In response to a good faith effort to obtain further information specific to this complaint, the customer responded: ¿the green cap routinely falls off¿. There were no additional details specific to this complaint. There was no report of injury, medical/surgical intervention, or extended hospitalization for any patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. B. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward ¿cervical¿ cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A customer reported that the 60-6085-201a, vcare 200a ¿ medium device was being used during hysterectomy procedures on unspecified dates, and "dr. Says the cup has fallen off before.". In response to a good faith effort to obtain further information specific to this complaint, the customer responded: ¿the green cap routinely falls off¿. There were no additional details specific to this complaint. There was no report of injury, medical/surgical intervention, or extended hospitalization for any patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.